Event description:
Patient had a cardioversion. During the cardioversion the device delivered a high 284 joules shock resulting in a burn on the patient's chest. No additional medical care was required for the burn. After the hospital's investigation there is suspicion that when the defibrillator was used there was radio frequency interference from security's radios. Joules set to shock at 200 but actual shock that occurred was 284 joules.